Event description:
Following a revision about a month prior, the pt could not adjust his stimulation. The device displayed a "call your doctor" icon and was in a power-on-reset condition. The cause is unk. Further info is being requested at this time.